Event description:
It was reported while unloading a patient from the ambulance, the head end safety bail allegedly did not engage with the hook and the cot came out of the truck and tipped to the patient right. The patient denied injury; however, several skin tears and abrasions were observed from the patient making contact with the asphalt. Details of required medical intervention were not provided.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and the cot was found to be operating according to specifications and no malfunctions were detected. It was observed the catch bar was sprung forward a little bit but not enough to miss the safety hook. The cot was cycled in and out of the ambulance multiple times and the bar engaged with the hook each time. The complainant also advised they were unable to duplicate the incident. The IFU for the product contains clear instructions on unloading the cot with a patient and ensuring engagement with the safety hook prior to pulling the cot from the ambulance. No further communication has been received regarding the alleged patient injury and medical intervention.

Event description:
It was reported while unloading a patient from the ambulance, the head end safety bail allegedly did not engage with the hook and the cot came out of the truck and tipped to the patient right. The patient denied injury; however, several skin tears and abrasions were observed from the patient making contact with the asphalt. Details of required medical intervention were not provided.